Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An opthalmic surgeon reported "error at extrusion use" during surgery, following a system exchange, the procedure was completed with no harm to the pt. Add'l info has been requested.